Manufacturer narrative:
The patient was treated with oral antibiotics(augmentin) for 14 days and antibiotic drops(ofloxacin) three time daily for 2 weeks, however, the issue did not resolve. The device was explanted (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on october 25, 2021.

Event description:
Per the clinic, the patient experienced pain and infection (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
The patient was treated with oral antibiotics(augmentin) for 14 days and antibiotic drops(ofloxacin) three time daily for 2 weeks, however, the issue did not resolve. The device was explanted (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on november 24, 2021.